Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was explanted approximately 6 years post implant due to opacification and patient's complaint of decreased vision. Reportedly there was capsular bag damage and a vitrectomy was performed. Another lens of different model was implanted and patient is doing well.

Manufacturer narrative:
Additional information: device manufacture date, additional MFR narrative. The lens was returned for evaluation. Visual inspection found that both haptics had been torn off from the optic and missing. Microscopic examination of the lens found a cloudy white substance on the optic. Light microscopy and sem micrographs of the silicon iol observed a non uniform flake like deposit on the surface of the iol. Elemental (eds) analysis of the flake like deposit detected carbon (c), oxygen (o), silicon (si), calcium (ca) and phosphorus (p), consistent with calcification. Three major types of calcification have been previously described. The primary form refers to calcification is caused by factors inherent to the iol design or material. The secondary form refers to deposition of calcium onto the surface of the iol caused by environmental factors (e.g. Changes in the aqueous surrounding the implanted iol associated with pre-existing or concurrent diseases, or due to additional surgical intervention). By definition, it is not related to any problem with the iol itself. The third form is a false-positive or pseudo-calcification in which other pathology is mistaken for calcification or false-positive staining for calcium occurs. Device history record review shows no discrepancies or deviations identified that would have contributed to the reported complaint issue. Based on the current information the root cause of the event could not be conclusively determined.